Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Patient has a compatible consult and is using the correct want. The device has been in service for over 12 years, passing battery expectations. End of life (eol) is suspected. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was unable to be interrogated due to a failed wand, a new wand was used successfully.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Patient has a compatible consult and is using the correct want. The device has been in service for over 12 years, passing battery expectations. End of life (eol) is suspected. The device remains in service. No adverse patient effects were reported.